Manufacturer narrative:
A review of the surgical report and drilling protocol indicate the case was properly planned, surgical guide was not returned for evaluation. Case was reviewed by the planning clinician and the most probable reason for the issue was that the pilot drill likely shifted on the knife-edge ridge palatally and the sequential drilling freehanded of the new position caused the osteotomy and implant to end more palatal.

Event description:
Utilizing vulcan surgical guide print003, clinician states guide was seated fully and fit well, but implant #7 appeared to have been placed too far palatal. Implant was removed and site was grafted for preservation.